Manufacturer narrative:
B3: date of event is estimated. The return reason of service needed is confirmed since zeolite is found contaminated, which possibly caused when it absorbs the moisture.

Event description:
It was reported that the patient's stationary unit had cut off in the middle of the night. As a result, the patient was hospitalized. No further information is available. The inogen team attempted to contact the patient for further information three times with no response.